Event description:
It was reported that during a drug eluting stenting treatment procedure, withdrawal difficulties and st-segment elevation occurred. The calcified, 99% stenosed, target lesion was at the bifurcation in the left anterior descending (lad) artery. The lesion was predilated with an unspecified type of 1.5x20 balloon catheter. A 2.5x24mm taxus liberte drug eluting stent was advanced and fully deployed to treat the target lesion. During withdrawal, the physician encountered difficulty in removing the balloon. The withdrawal took approximately 5 minutes. The patient experienced st-segment elevation. The procedure was completed with this device. There were no additional patient complications reported with the patient currently "doing very well".

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined therefore the most probable root cause of the reported complaint will be operational context due the likelihood the patient anatomy or other procedural factors contributed to the reported difficulty. Product unavailable for analysis